Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger analysis of the recharger, model 37761, s/n (B)(6) found cable assembly frayed - bent/ broken connector pins at the end of cable. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. . The reason for call was caller stated that the patient needs to have an MRI of their lower back and they do not know how to work the patient programmer to see if it is compatible. Agent walked caller through connecting to the implanted neurostimulator. Caller was not able to get into MRI mode. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the patient programmer. Caller stated the MRI is scheduled for the 14th. Caller mentioned the patient has had mris of their back in the past. Caller noted the patient was having trouble standing during the call. Additional information was received from the patient rep. Pt rep called back saying they had gotten the replacement programmer from this case, but patient passed away before it arrived and caller was wondering what to do with the equipment now. Caller confirmed death was not related to stimulator (caller said patient had fallen last year and had terrific pain in their hip so they could hardly walk and was in stage 4 liver failure so they were in hospice). Caller said they already threw away the old programmer from this case. Agent reviewed options and caller wanted to donate equipment to repair. Desktop charger was received at the lab and in house failure was found.